Manufacturer narrative:
(B)(4): upon carefusions investigation a follow up emdr will be submitted.

Event description:
Customer stated via email; pleurx catheter drain system was used on a patient with recurrent pleural effusions. After the procedure, the pleurx adapter line was used to hook to the continuous suction atrium system. The line broke and came apart behind the locking mechanism. They put on another adapter line (50-7245) and it also broke apart at the same location. It was confirmed that there was patient involvement with no patient harm. (B)(6) 2015- per customer; no additional information nor lot # available.

Manufacturer narrative:
(B)(4). The sample provided was the pleurx lockable drainage line where the drainage line had become unbonded between the drainage tubing and the lockable access tip. Per the complaint, "after [placement] procedure the pleurx adapter line was used to hook to the continuous suction atrium system. The line broke and came apart behind the locking mechanism. They put on another adapter line and it also broke apart at the same location." Device history record review could not be performed since a lot number was not provided for evaluation. There was no evidence of a defect in either the tubing or lockable access tip components that would contribute to debonding. The tubing had a thin line of displaced material that shows the length of tubing which was inserted into the lockable access tip. Measurement of that line from the end of the tubing shows a bonded length of ~3/16.¿ the failure was due to a debonding of the tubing from the lockable access tip. There were no component failures. The failure could have been due to a defect in the bonding process or bonding materials (solvent) or from excessive force at the customer site. The process has been improved and during the validation it was identify that the assembly between the tubing and the accessories is stronger.